Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The pump was removed and replaced. The cause of crack in the cylinder connecting tube was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Correction to field d6a: implant date. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and tested for leaks. Microscope examination revealed that the pump had kink resistant tubing (krt) worn to filament; outer layer of pump bulb worn from wear against the pump strain relief krt junction. Additionally, the pump had a hole in the reservoir krt from wear. Leakage test revealed that the pump had a leak in the krt from wear. Based on the information available and analysis results the reason for the mechanical issue and the hole/perforation was most likely determine to be the leak in the pump krt from wear; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The pump was removed and replaced. The cause of crack in the cylinder connecting tube was not detailed by the hospital. No patient complications were reported.